Manufacturer narrative:
Batch review performed on 15 june 2018; lot 172807: (B)(4) items manufactured and released on 13 july 2017. Expiration date: 25.june.2022; no anomalies found related to the problem. To date, (B)(4)items of the same lot have been already sold without any similar reported event.

Event description:
During surgery the insert would not seat properly in the tibial implant. The surgeon used a secondary insert completing the surgery successfully.